Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. Reason for reoperation: rupture. It is unknown if the device has been explanted. It is unknown if a healthcare professional or consumer submitted the initial report to (B)(6).

Event description:
Regulatory agency reported a patient experienced left side rupture. Status of the device is unknown.